Event description:
It was reported ongoing intermittent occlusion alarms occurred causing the customers blood glucose to display as "high", a specific value was not provided. The customer address the elevated bg with a correction bolus vis the pump. The customer resolved the occlusion with a supply change and insulin therapy was resumed. However, due to the continuation of occlusions the customer reverted to manual dose injection for insulin therapy and a replacement pump was sent to the customer to resolve the issue.